Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the pulmonary veins were isolated, an attempt was made to rewrap another manufacturer's device that was inserted via the inferior vena cava. This process took a while, appeared to be difficult, and seemed to touch the inside of the heart. Immediately after post-mapping began, a sudden drop in blood pressure was noted. The blood pressure was temporarily increased following administration of a vasodilator, but a further drop was observed after mapping was completed. Pericardial effusion was confirmed on echocardiography, and drainage was subsequently performed. Approximately 700 ml of pericardial fluid mixed with arterial blood was withdrawn and the drainage left a surgical scar. The procedure was completed and the patient was transferred to the intensive care unit (ICU), followed by an extended hospitalization. No further patient complications have been reported as a result of this event.